Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a low glucose alert and inadvertently initiated a ¿change infusion set¿ sequence on the ilet pump, completing the on-pump supply change steps without physically changing supplies, which rewound the pump and resulted in no insulin delivery; the user treated the low glucose with oral carbohydrates and later experienced hyperglycemia due to the pump not delivering insulin until the issue was recognized and corrected, and the user was provided troubleshooting and education with plans for additional training. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included return of glucose to target range and no hospitalization. Investigation included case review and user troubleshooting with education and training resources. Investigation of this case revealed user-initiated interruption of insulin delivery during an incorrect supply change workflow, with device function restored after proper setup and user instruction. It was concluded, based on previously established findings for similar reports, that the cause was use error with unclear underlying cause for the initial hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.